Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided one raulerson syringe and several other components. However, the introducer needle used with the syringe was not returned. The syringe appeared typical and the luer taper was found to be acceptable. The syringe was vacuum leak tested and the plunger was released and did not return to the bottom of the syringe which did not meet test requirements. A device history record review was performed with no relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the patient's room after insertion in the patient's subclavian vein, the md was unable to aspirate blood using the raulerson syringe, instead pulled only air. As a result, a new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.